Event description:
The customer took the blood glucose device to the pharmacy to download the unit. The device would not download and only showed an error. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.